Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use, a smiths medical cadd solis vip pump finished infusion earlier than expected. It was noted that 8mls of infusion was supposed to remain, but all fluid was gone. No patient consequences were reported. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's problem was unable to be confirmed, no problems were found with the device. Delivery accuracy tests were performed, and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. Based on the evidence, the complaint was not confirmed, and no fault was found.